Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken and the battery release and lead flex cover were contaminated. It was also noted that the two side bails and the ring were missing and the upper case, lower case, two side bail covers and ring cover were broken.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.